Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a right ventricular lead revision. The lead exhibited high impedance. The lead was able to sense at 5mv. The patient did not respond to sedation well, so the procedure was canceled. The lead was reprogrammed. Lead replacement procedure would be rescheduled. The patient was stable.

Event description:
New information states that the impedance was high, failure to capture at maximum output, r-wave amp variation. The lead was explanted on (B)(6) 2019. The patient was stable.